Event description:
A representative from an insurance company called in to speak to someone (at compass health brands) in regards to an incident that occurred in 2015. This incident occurred on (B)(6) 2015. The representative states that after having back surgery, the end-user was using the walker, when one of the non-wheeled legs collapsed, causing the end-user to fall into a doorway. Additional medical attention was needed after the incident - details were not provided. Since the incident, however, the end-user has had to have two more additional back surgeries. The representative from the insurance company was unable to provide any further information or details in regards to the issue/incident due to the end-user having an attorney.